Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped on (B)(6) 2017 and a new lead was placed due to intermittent increased thresholds and intermittent low impedance measurements. There were no pauses greater than three seconds. No adverse patient events were reported.